Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date in 2011, a break in aseptic technique occurred. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. On (B)(6) 2011, the patient began remedial treatment of fortum and reflin. It was unknown if the event of peritonitis resolved, however the patient remained hospitalized and remedial treatments with fortum and reflin were ongoing. It was not reported if the break in aseptic technique had resolved. Dianeal pd2 ultrabag therapy was ongoing. The nurse reported the event of peritonitis was not related to dianeal pd2 ultrabag therapies. A causality statement for the break in aseptic technique was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error - poor aseptic technique.